Manufacturer narrative:
Insulin pump received in with missing segments due to a cracked connector on the lcd. Missing end cap sticker, scratched lcd window and cracked reservoir tube lip also noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had unexplained high blood glucose. Paramedics were called and customer was hospitalized twice. Customer's blood glucose readings at the time the paramedics arrived were over 800 and 580 mg/dl. Caller stated that the customer's insulin pump did not deliver any insulin. Nothing further was reported.